Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received intra-operatively in total laparoscopic hysterectomy while suturing vaginal cuff, the needle broke. Half of the suture needle remains in the vaginal cuff. X ray was performed. More damage could be done attempting to remove then leaving. So, decided to left in place. Patient status: recovered without complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: while suturing, the needle broke. Half of the needle was retained.